Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# :(B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient's neurostimulator and lead explanted without replacement (B)(6) 2020; system not replaced due to system initially controlled symptoms, but lost effectiveness.